Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the cardiac chamber procedure was being performed when the issue occurred and was completed by restarting the system. Customer reported to philips that the system was unable to make x rays. The philips field service engineer (fse) inspected the system onsite and as part of troubleshooting, reviewed system log files which revealed that the x-ray system had lost communication, which was no longer existed after the fse restarted the system. The fse verified system normal x-ray operation with no issues. The system was monitored and the issue did not occur again. After restarting, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed by restarting the system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.